Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal ablation procedure with a vizigo. Initially, it was indicated that during the operation, the tip of the device was found to have been damaged. A second device was used to complete the operation. There was no adverse event reported on the patient. With the initial information available, this event was assessed as non MDR reportable. However, on 11-jun-2025, additional information was received which indicated that a breakage/separation occurred. The distal tip of the sheath did not break into two or more separate pieces and did not become detached from the device. As such, the event was re-assessed as MDR reportable with an awareness date of 11-jun-2025.

Manufacturer narrative:
On 09-jul-2025, response was received after a request to clarify if the damage to the device was a breakage/separation. The response received stated to refer to the photo in which the photo does not show any breakage nor separation. As such, the h 6. Medical device problem code has been updated from detachment of device or device component (a0501) to material too soft / flexible (a040608). Therefore, this event will no longer be considered MDR reportable against any biosense webster inc. Devices. Since this event has already been reported to FDA, biosense webster inc. Will continue to submit supplemental mdrs to FDA with any updates even though this event is no longer considered MDR reportable. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and functionality test of the returned device were performed. Visual inspection revealed that the soft tip was bumped. No other damage or anomalies were observed on the device. The tip issue (soft tip) reported by the customer was confirmed. This failure could be related to a potential skin incision size relative to sheath during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following information: use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).